Manufacturer narrative:
There was no initial report or any known allegation from a medical professional, of a specific deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was completed. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additionally, all instruments used in the procedure were used in subsequent procedures, with an exception of the fenestrated bipolar forceps instrument. However, site reviews have shown that no complaints were filed against the instrument. No image or video recording is available for review. This complaint is considered a reportable adverse event due to the following conclusion: it was reported that during a da vinci-assisted rectal resection surgical procedure, the procedure was converted to a laparoscopic surgery due to damage to the rectal tumor and rectal perforation. The surgeon chose to convert to laparoscopic procedure because the surgeon has more laparoscopic experience than robotic experience due to concerns over the possibility sepsis and tumor seeding. The rectal perforation was not repaired with sutures as that section of the rectum was to be excised as a part of the procedure. Although there is no allegation by the site or the surgeon that a malfunction of an isi device occurred or caused or contributed to the reported event, the cause of the tumor damage and stool leakage is determined to be user related. Follow-up was attempted, but some patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted rectal resection surgical procedure, due to rectal perforation, the surgeon converted the procedure to laparoscopic surgery. The surgeon converted the procedure to prevent sepsis due to contamination secondary to stool leakage and a possibility of cancerous peritonitis due to damage to the tumor section. On 09-sep-2021, intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information regarding the reported event: the surgeon stated the tumor was on the lower rectum. The rectum was wrapped with gauze and pulled to the cranial side, and the rectal mesentery was retraced on the left side with the fenestrated bipolar forceps on the left arm. At that time, the anterior wall of the rectum was perforated. The injured portion is the lower rectum and anterior wall serosa, where the tumor was located. The surgeon chose to convert to laparoscopic procedure because the surgeon has more laparoscopic experience than robotic experience due to concerns over the possibility of sepsis and tumor seeding. The rectal perforation was not repaired with sutures as that section of the rectum was to be excised as a part of the procedure. In a postoperative discussion, the cause of the injury to the rectum was determined as the assistant's traction may have been too strong. The following were confirmed: the patient did not develop sepsis. There was no additional treatment required. There was no ileostomy or colostomy required. There was a drain placed. There was no malfunction of da vinci instruments or the system the patient was stable. It is unknown if the patient had chemotherapy or radiation treatment. It was reported that this was the third da vinci procedure for the surgeon. He often conducts laparoscopic procedures. There was no video recording provided for isi to review.